Event description:
During operation, the distal end of catheter (1820334-2011-00327) about 2.5cm length was broken and dropped in the blood vessel, then doctor changed another catheter (1820334-2011-00326) on another position, still found the distal end of catheter was broken at the point of 2.5cm length and dropped in the blood vessel. Customer said that he brought the device on (B)(6) 2010, the storage condition of the device was shade, ventilation and protected from the light. All good after retrieval the broken tip.

Manufacturer narrative:
(B)(4) device portion needing retrieved is not labeled in the IFU. (B)(4) device separation is not specifically labeled in the IFU. The catheter was returned in a used and damaged condition: the tip had separated from the catheter just distal of the bond location, which exhibited characteristics typical of material failure, not bond failure. (B)(4). The bond is also inspected and it is verified there are no protruding wires, or loose fibers present. A 100% inspection by microscope magnification is performed on the outside surface of each bond. Additionally, the instructions for use caution, "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal." Furthermore, the process of bonding tips to shifts for hnbr5.0 catheters has been validated. Visual examination revealed the tip had separated just distal of the bond site; however, the shaft and tip materials have sufficient melt to form a strong bond. A definitive root cause for this failure mode is presently undetermined as several factors or a combination of factors may have contributed: tortuous pt vasculature and/or tensile forces beyond the design strength of the tip material exerted during the procedure. Quality control inspects for good bonds between shaft and tip as well as signs of damage prior to shipment. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Risk analysis was updated by quality engineering including the failure mode of separation with the possible effect of the separated portion remaining in the pt. With the addition of this event, the risk remains acceptable and no further action is required at this time.